Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 500mg/dl. It was stated that the customer was experiencing high glucose for a few days. Troubleshooting was performed. It was stated that the events leading to her admission was nausea and vomiting. Ran a fixed prime and high pressure test and the tests passed. It was stated that the cannula was bent. The customer's mother called back and requested a replacement of the insulin pump. It was stated that the customer's most recent glucose reading was 326mg/dl, and she was treated with manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.